Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - unspecified endoleak. Also implanted in the patient pxt281416/lot#05598859.

Event description:
As reported, in 2008 this patient was implanted with a gore excluder aaa endoprostheses to repair infrarenal abdominal aortic aneurysm. At an unknown date a follow-up computed tomography scan demonstrated an unspecified endoleak near the contralateral 3cm overlap. The patient's aneurysm sac has enlarged 2 mm in diameter.